Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 40mm from the proximal marker band. The inner shaft was buckled starting at the proximal marker band and extending 10mm distally. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, upon initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, upon initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.